Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) displayed nine liters of flow on central control monitor (ccm) and external flow meter. Per the perfusionist (ccp), they were unable to see clinical effects. There was a one hour delay. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequence to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software data logs were received by the manufacturer on 03/04/2014. The field service representative (fsr) performed functional and release testing on the system and was unable to verify the malfunction of the epgs. The fsr replaced the epgs as a precaution, performed functional and release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs system was returned to the manufacturer for further evaluation.